Event description:
Customer reports unit "not powering on" prior to patient use. No patient involvement.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no major defects observed. Functional testing was performed and the unit was connected to 120vac. The unit did not pass the initial power connect test. The initial flashing lights did not illuminate, and the power button did not strobe. When the power button was pressed, the unit did not turn on. The unit was opened, and the power supply board was replaced with a known good lab inventory board. This time, the unit was able to pass the initial power connect test and the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. Testing confirms the unit had a faulty power supply board. The complaint has been confirmed. The investigation revealed a defective power supply board. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The unit was manufactured in 2011 and was designed for a minimum of 5 years. The root cause for the failure is normal wear. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reports unit "not powering on" prior to patient use. No patient involvement.